Event description:
Caller reported a minimum fill notification, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support instructed the caller to clean the pump's pneumatic tap area and guided them through filling and loading a new cartridge onto the pump. Loading a second cartridge resolved the issue, allowing the caller to successfully resume insulin delivery.